Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative us: an impella cp was being inserted via the right femoral artery to support a 69 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock. Underlying medical history and comorbidities were not shared, beyond the knowledge of calcified arteries. The cp was inserted via the 14fr sheath, but could not deliver fully to the left ventricle. The team found resistance at the ascending aorta. Despite applying force the team could not deliver the pump, and did observe the cannula to kink in the attempt. The team did note the team had inserted after performing no serial pre-dilation, inserted over the guidewire which is best practice, and at an angle insertion of 45'. The pump delivery was aborted and the pump removed. The removal was done with no clinical consequence to the patient noted. The patient had survived.